Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that microbubbles formed in the 100 ml cassette about 10 hours after it was attached to the cadd vip pump infusing epoprostenol. The patient later reported repeated air-in-line events, including a 6 cm air segment, but the pump did not alarm. Changing to a different cassette lot did not resolve the issue. There was a patient involvement and there were no additional adverse consequences.